Event description:
It was reported that the impedance on the left ventricular (lv) lead was trending upward. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m55 lead 2013; 5076-52 lead, (B)(6) 2013. (B)(4).